Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that a transistor on the unit was shorted.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the reported issue. Analysis found that the software was functioning as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the power enclosure as there was no input to the stand alone board. The imaging system then passed the system checkout and was found to be fully functional. The suspected power enclosure was returned for analysis, however, results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the system was booted to complete a rad gain, there was a red x displayed for radiation. The manufacturing representative on site cleared the e-stop. They rebooted the system while the connector cord was unplugged, with no resolution. They rebooted again with the connector cord connected, with no resolution. The dongle was checked with no resolution. There was no patient present when this issue was identified.